Event description:
Reporter indicated a vns therapy patient was complaining of painful stimulation in the chest incision when lying down, which caused her to cough. The patient was admitted and a pacemaker magnet was taped over the device to turn it off. The patient followed up with her treating physician and diagnostics were within normal limits. After diagnostics, the physician disabled the recurring stimulation, but the magnet mode stimulation was left active to allow stimulation during seizures. Good faith attempts to obtain additional information have been unsuccessful to date.